Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer was hospitalized due to high blood glucose. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. It was reported that customer received a no delivery alarm the night prior to hospitalization. During troubleshooting, insulin pump passed high pressure test. Caller reset "fill cannula".